Event description:
Dr reported an instance where there was irritation at the suture line 7 days post-operating. The pt is doing fine, the wound healed without surgical/medical intervention and there were no further consequences to the pt.or